Manufacturer narrative:
All buttons function properly, and no anomaly noted. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, self-tests. Thus and software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on 10/08/2025 02:33:06.000, 10/16/2025 23:45:00.000, 10/16/2025 23:50:08. During bolus. No unexpected failed batt test alarm noted during testing and in download history. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, keypad assembly, motor assembly and force sensor. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). All buttons function properly. Pump passed all testing required and failed batt test alarm, no delivery alarms not confirmed during testing. Cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump generated battery failed alarms, the screen displayed rainbow discolorations, there were battery cap connection issues, occasional no delivery alarms, unresponsive buttons, and sensor failures. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884l, unk_disposables, and mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical, mmt-1884l, unk_disposables, and mmt-7040a.